Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt and ablation, the right ventricular (rv) lead had high impedance. The lead was repositioned several times and the impedance was still high. Another lead was placed. No patient complications have been reported as a result of this event.